Event description:
Previous emdr submission noted paradoxical hyperplasia. Upon further review it has been determined that there is no identifiable case of ph. Hence, the record is no longer reportable.

Manufacturer narrative:
Corrected data: b5, d1, d4, g1.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental with the coolmini applicator that may have developed paradoxical adipose hyperplasia.